Manufacturer narrative:
The lead remains in service. This report will be updated once additional information becomes available.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon return, the lead was analyzed. Visual inspection of the lead confirmed the reported helix stretching at explant, and also noted dried blood in the helix housing, insulation bunching, and small cuts in the insulation. These findings are likely related to the explant procedure. Abrasion on the gore covering the distal shocking coil was also noted, but is unlikely to have contributed to the observation. Microscopic inspection of the insulation noted abrasion and microscopic holes approximately 8 cm from the terminal pin, likely from contact to the device case. Melted metal was observed under the abrasion. Analysis concluded energy was delivered through the abraded area to the device case, resulting in the reported damage to the related device.

Event description:
Boston scientific received information that the device associated with this right ventricular (rv) lead had been returned for analysis due to declaration of end of life (eol). Review of device memory noted the device had recorded a shorted shock lead condition. Analysis also noted an arc mark on the device case consistent with shorting of this rv lead to the device case. No adverse patient effects were reported.

Event description:
A revision procedure was performed and the lead was explanted. It was reported the distal shocking coil became stretched due to the explant. No other defects were noted on the lead at explant. The patient was hospitalized.